Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 57 mg/dl without symptoms, but did require assistance from a 3rd party. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient bolused too much insulin and thought if the pump was suspended that would stop the bolus. Cts advised the user that the bolus cannot be stopped once given. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.